Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having a pocket revision to move the battery as a result of discomfort. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the discomfort was first observed in 2019 after replacement surgery. The rep reported that the cause of the discomfort was body shape and location of the pocket with regard to abdominal apron. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.